Event description:
The customer reported having an error alarm. The alarm was cleared. Troubleshooting was performed. The pump did not pass the self-test. Suggested the customer to revert to back up plan of manual injections.